Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the physician noted that there was no anchoring sleeve on the lead body. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.